Event description:
The patient called animas on (B)(6) and reported that she isn't sure whether the pump was calculating insulin doses correctly. She says that her blood glucose level was 267 mg/dl at 11 am. She took a correction bolus dose of 1.75 units. At 12 pm her blood glucose level was 133 mg/dl. She programmed the ezcarb bolus doses and the pump showed 2 units for carbohydrates and 0.9 units for her blood glucose and subtracted about 1 unit for her insulin on board. The recommendation was 2 units. She thought it was too much insulin and delivered 1.75 units. The patient reports she then had a low blood glucose level of 60 mg/dl at 3 pm and felt shaky. She was able to treat herself with glucose tablets and her blood glucose level responded. Her blood glucose level at 6 pm the day she called animas was 118 mg/dl. There is no evidence at this time that the doses were calculated incorrectly by the pump. The animas representative advised the patient to follow up with a doctor to see whether delivery settings are needed. This complaint is being reported because the patient was not certain on her insulin calculation, took a bolus dose, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.